Manufacturer narrative:
Concomitant medical products: model: cd3357-40c, competitor crt-d; implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable impedance, oversensing, non-sustained ventricular tachycardia (nsvt) and noise. The lead was extracted and replaced. No patient complications have been reported as a result of this event.